Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that it was impossible to removed the mount/abutment from the implant tsv4b13 in dental site 22. Bone loss, healing delayed, edema and inflammation were also reported. The procedure was completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,4.1mm,sbm,13 (tsv4b13) was returned attached to its mount for investigation. Visual evaluation of the as returned product identified signs of use, dried blood and bone fragments around the device threads and debris on a damaged/altered mount. Functional testing was performed for the returned product and it was determined the device failed functional testing as it took excessive effort for the mount to be removed from the implant. Dried blood was identified within the implants internal features. No objective evidence was provided that the device was nonconforming or out of specifications. Pre-existing conditions noted on the product experience report were low (type IV) bone density and grafted site. The reported device was located on tooth 22 and the events were reported after 3 months of use. The customer did not provide pictures. The customer also reported the patient suffered from bone loss, healing delayed, edema and inflammation. Device history record review was completed for the subject lot number (1220720). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. No objective evidence was provided that the device was nonconforming or out of specifications. Complaint history review was performed for the reported lot number (1220720) for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events (does not disengage/release & bone loss) or device (tsv4b13). Therefore, based on the available information, device malfunction did occur and the reported event (does not disengage) was confirmed while the reported bone loss event was non-verifiable.

Event description:
No further event information is available at the time of this report.